Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep replaced the umbilical cable on the imaging system. The system was found to be fully functional after replacing the cable and was used successfully during a subsequent surgery. The imaging system then passed the system checkout and was found to be fully functional. The hardware investigation found that the reported event was related to an electrical issue with the returned umbilical cable. Results of continuity testing and validator testing found electrical opens on lines 2 and 4. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was showing the mobile view station (mvs) as connected not ready. They rebooted the system multiple times without success. The remote desktop showed the framegrabber status as blank. After a 45 minute delay, the surgeon decided to discontinue use of the imaging system and navigation, and continued with a c-arm. This decision did not change the surgical approach. There was no reported impact to the outcome of the patient.